Manufacturer narrative:
The complaint of cracks on item ac205 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed because the lot number for this complaint is unknown.

Event description:
The luer lock of 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer reportedly broke, resulting in abrupt discontinuation of life-sustaining medications. Patient arrived from the operating room and when the bed was pushed into the room it hit the manifold and the port which had the precedex infusing cracked off. Although there was patient involvement, there was no harm.

Manufacturer narrative:
Corrected information can be found in section h6 component codes.